Event description:
It was reported that the twist sleeve of the minicap extended life pd transfer set leaked. This was observed after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter postal code:(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted a damaged female connector. Functional tests including clear passage and clamp function were performed with no issues noted. Leak testing failed due to a leak noted beneath the returned minicap. The sample was retested with a laboratory minicap attached to the dark blue connector and a leak was again noted beneath the minicap. The reported condition of leak from the twist sleeve was not verified, however, a leak was verified from beneath the minicap which was caused by the damage present on the female connector. The cause of the condition was determined to be a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.